Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on 27-apr-2024. The events occurred after 3 hours of insertion. The insertion site was at abdomen and the set was not in use for more than 72 hours. Patient resolved it by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Patient city: (B)(6).